Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited far p-wave oversensing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.